Event description:
It was reported that the device alarm sounded for lead integrity alert on the right ventricular (rv) lead. The rv lead exhibited oversensing, high impedance, and loss of capture. The lead was capped, partially explanted, and replaced. After explanting the lead the physician noted insulation damage to the lead, which exposed the conductors of the pace/sense portion of the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. Analysis was performed and no anomalies were found. Analysis of the device memory indicated a lead impedance out of range alert and that the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Oversensing due to non-physiologic signals/sic (sensing integrity counter) was noted. Visual summary analysis of the lead indicated apparent explant damage. There were 12 non-sustained (nst) episodes, six noise episodes due to oversensing, and five lead failure predictor (lfp) episodes of less than 220 milliseconds (ms). V-v cycle are recorded between (B)(6) 2013. 7904 of 7914 lifetime v-sic occur since (B)(6) 2013. Lead integrity alert (lia) triggered on (B)(6) 2013 due to meeting the conditions for nst and abnormal lead impedance. An out of tolerance subthreshold lead impedance alert was recorded on (B)(6) sep 2013. Maximum v-pace impedance rises from an approximate baseline of 475 ohm to 2356 ohm the week ending (B)(6) 2013.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: dvbb1d1, implantable cardioverter defibrillator, (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.